Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. The sensing signal amplitudes were noted to be small. It was found the device had migrated. The device was explanted and successfully replaced. No adverse patient effects were reported.